Event description:
It was reported that during an unknown procedure, after the first clip was put on the vessel correctly, the second one was disformed and penetrated the vessel. The clip did not cut the vessel. The vessel was only slightly injured. Another clip was applied distally using a new clip applier. Surgeon did this through the same ports, without any consequence for the patient. The shape of the clip looked normal, perhaps a little distorted. This event occurred around the 57th minute.

Manufacturer narrative:
Information anticipated, but unavailable at this time.